Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited loss of capture and high out-of-range pace impedance measurements. Subsequently, the rv lead was surgically abandoned and the device was explanted due to normal battery depletion. No additional adverse patient effects were reported.